Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call of issues with the customer's insulin pump. The daughter states that the battery does not last as long as it should be. The daughter states the customer has been sent a battery cap replacement, but the issue persists. The customer states the device has shut off in the middle of the night. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. No blank display, display anomaly or shutting off screen during our testing noted. Unable to verify for weak, sensor alarm and unable to test for operating currents test including low battery and off no power alarm due to failed battery test alarm after inserting the battery. The insulin pump had cracked reservoir tube lip.